Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports 9 months after the dental implant and denture were placed in ada site 20 in the mouth, the implant had not achieved integration in type iii bone. Clinician reports an infection and dehiscence. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation, the event was considered as loss of osseointegration.

Event description:
The clinician reports 9 months after the dental implant and denture were placed in ada site 20 in the mouth, the implant had not achieved integration in type iii bone. Clinician reports an infection and dehiscence. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).